Event description:
It was reported that a small volume intermate had white particulate matter floating within its reservoir. This was found before use. The device was filled with meropenem. There was no patient involvement. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 22, 2014 ¿ september 25, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.